Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high despite changing the infusion set. The blood glucose reading was 421 mg/dl. The customer treated with a bolus and rotated the insertion site. The drive support cap was normal and recessed. The insertion site was not sore or irritated and the insulin was clear and not expired. The infusion set was removed and the cannula was not bent. The customer reported that an endocrinologist had adjusted the settings on the insulin pump. The insulin pump failed the first high pressure test and passed the second test. The customer was advised to follow up with a health care professional regarding the high blood glucose issue if the issue persisted.